Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6) 2021 as no event date was reported. Block d4, h4: the reported lot number 26620687 does not match to any upn and the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): code a051201 captures the reportable event of peg tube dislodged. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
Note: this report pertains to seven endovive peg kits. Refer to manufacturer report# 3005099803-2021-05724, 3005099803-2021-05725, 3005099803-2021-05726, 3005099803-2021-05727, 3005099803-2021-05728 and 3005099803-2021-05729 for the associated device information. It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. It was reported that the patients were not pulling the peg tubes out of their stoma sites but rather they were loose and falling out of the patients. A new peg tube was placed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The reported lot number 26620687 does not match to any upn and the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to seven endovive peg kits. Refer to manufacturer report# 3005099803-2021-05724, 3005099803-2021-05725, 3005099803-2021-05726, 3005099803-2021-05727, 3005099803-2021-05728 and 3005099803-2021-05729 for the associated device information. It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. It was reported that the patients were not pulling the peg tubes out of their stoma sites but rather they were loose and falling out of the patients. A new peg tube was placed.